Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report that they had a defibrillation issue. There is unknown reported patient involvement.